Event description:
Alcl case report. We report the case of a (B)(6) woman; she has previous history of smoking and multiple breast augmentation surgeries with implants. The first one was 20 years ago, then 15 years ago, and the last was 3 years ago ((B)(6) 2012). She denied any history of allergic reaction, transfusion or medical problems. She was taking aspirin 81mg at the moment of the event. She was admitted to the hospital in (B)(6) 2016 because a 5 month history of progressive swelling of the right arm. Also, she had an erythematous rash on her arm extending through the chest and right breast. The skin was indurated with a firm lump in the right external quadrant of the right breast. She had pain on her arm, but she didn't have fever. We ordered an MRI of the arm involving the breast, it showed a fascial hyperintensity and swelling of the soft tissue. Additionally, we performed routine laboratories that showed hyperleukocytosis of 38,000 with severe eosinophilia of 26,000, the haemoglobin and platelets were normal. The hs-crp was 2.92 and the procalcitonin was negative. The ldh was 393 and the beta-2 microglobulin was 2000. The kidney and liver function test were unremarkable. We performed a pet scan that showed hypermetabolism of the previous described swollen area and enlargement and hypermetabolism of perihepatic lymph nodes. Therefore, a biopsy of the arm was performed, the pathologic specimen included skin, soft tissue, fascia and muscle. The pathology result was consistent with anaplastic large cell lymphoma (cd4+, cd30+, ema+,. Alt-), so a surgical removal of both breast implants was carried out. The pathology lab confirmed that around the implant's capsule of the right breast was an extended infiltration of neoplastic cells consistent with anaplastic large cell lymphoma with the same immunohistochemistry profile. Interestingly, the neoplastic cells were surrounded by an eosinophil-rich inflammatory infiltrate. The left implant didn't have neoplastic cells. The implants were allergan model mhp with a volume of 130 cubic centimeters; they were round and filled by cohesive silicone. Currently, the pt is under systemic chemotherapy with cyclophosphamide, doxorubicin, etoposide, vincristine and prednisone.